Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the circumflex vessel which was reported to be a complex bifurcation lesion. It is reported that the stent was deformed during the procedure. No clinical sequelae reported.

Manufacturer narrative:
Results: failure to deliver the stent and stent deformation. Complex bifurcation lesion. Device or procedural images not provided for review. Conclusion: failure to deliver the stent and stent deformation. Complex bifurcation lesion. Device or procedural images not provided for review. (B)(4).